Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer attempted to fill tubing using the same cartridge and tubing but did not see any insulin coming out of the tubing. The customer's blood glucose level was over 600mg/dl and believes had dka. Customer brought blood glucose down to 130 mg/dl with injections and was fine. Reportedly, the customer went through a load process today and the issue was resolved.